Event description:
The customer reported receiving an alarm on the insulin pump which did not allow them to prime the device. The blood glucose was 105 mg/dl. The customer reported that the drive support cap was protruded. They did not press the cap while they were connected. Advised the customer to discontinue the use of the insulin pump and needs to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.